Event description:
Complainant alleged that during biomedical dept routine testing and preventative maintenance of the device, the device displayed error message code "error 44" on the monitor screen. This error message indicates that the defibrillator cap or charge circuit is trying to charge but is failing. The complainant indicated that there was no pt involvement in the reported failure.